Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis could not confirm the reported event. (B) (4) the analyzer passed all electrical tests, with no anomalies found. (B) (4) the programmer passed all electrical tests, with no anomalies found. The analyzer internal cable was found to be loose, and the cable would pull out easily. A solder joint was cracked, and a hinge cover was found to be missing. (B) (4) electrical testing was out of specification, the cable was damaged and twisted, and the label was missing coating, but this was not related to the reported event.

Event description:
It was reported that while using the analyzer during a change out procedure pacing a dependent patient, a message box appeared saying "the programmer has lost communication with the analyzer." The only options given were to either restart or end session. The analyzer stopped pacing the patient at this point and asystole occurred. Additional information was later received reporting that the patient was being paced via the lv (left ventricular) unipolar lead, with an alligator clip securing it to the skin. Communication was lost when the physician went to use the bovey cautery device. A temporary epg (external pulse generator) was obtained after a 30 second delay, because there wasn't one in the immediate room. The patient did fine after pacing was started. No further patient complications have been reported as a result of this event.